Event description:
It was reported the single use ligating device's loop did not come off and was caught in the inner sheath. This occurred during a polypectomy procedure. The procedure was completed utilizing the same device, as it was further reported that the loop came off after being shaken back and forth. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.